Event description:
During an acl repair the unit displayed an error 3 message; unit is not calibrated, pressure sensor is defective or error on uni-a10 smd board. The surgeon switched to gravity. There was a one-hour delay experienced in the case. No other information is available for this incident.